Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, it was turned on and it started operating normally. During use, the atrial function of the epg stopped, however the ventricular function continued operating normally. The epg was turned on again at the hospital and it started to operate normally. The epg was replaced for another device and returned to the manufacturer for servicing. No patient complications were reported as a result of this event.